Manufacturer narrative:
Concomitant products: product ID 8832; serial # (B)(4), product type programmer, patient ; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving unknown intrathecal medications via an implantable infusion pump. The patient stated that the pump contained ¿2 steroids, pain medicine, and something else.¿ patient history included non-malignant pain and failed back surgery syndrome. In the patient allowed his pump to go dry and suffered withdrawals. This occurred ¿several months ago¿ and the pump had since been replaced. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.